Event description:
It was reported when using the bd¿ syringe with needle there was leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: "the nurse prepared suction normal saline for the patient to wash the fistula needle before the fistula puncture. After suction of normal saline, part of the saline leaked from the needle plug."

Manufacturer narrative:
A device history record review was completed for provided lot number 2102144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were inspected and no signs of defect were identified. Per the provided feedback, it is possible that the reported incident resulted from an ineffective luer slip fitting between the needle and the syringe tip. This could result from defective luer dimensions or damage in the product. Without the affected sample for further analysis, the exact cause could not be determined for this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time.